Event description:
The customer reported that during a vats procedure, the device jaws stuck and ended up tearing the vessel. The procedure had to be converted to an open thoracotomy. A blood transfusion was necessary due to bleeding. According to the site, the patient has since recovered.

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.